Event description:
Risk received a call they had a malfunctioning device. Looking in the operative note found that the pt had this shunt since 2 years old for hydrocephalus. The day before surgery the pt developed a severe headache, nausea and test revealed that the pt's fluid space had enlarged. The shunt was tapped and it was decided to perform a revision. Once in surgery, it was discovered that when the connection between the pudenz valve and the distal catheter was disconnected there was no csf flow. The valve and old proximal catheter were removed and replaced. Once this was done, then there was csf access, which was under high pressure. The distal catheter was checked and functioning properly. What operating room saved was sequestered by risk. The pt went home on (B)(6) 2014 with parent.